Event description:
On (B)(6) 2012, one zfv6-35-80-6-80 and three zilver ptx stents(two ziv6-35-125-6.0-120-ptx lot#: unknown and one ziv6-35-125-7.0-120-ptx lot#: unknown) were placed in a long cto lesion in left sfa. In (B)(6) 2014, thrombosis in the entire lesion where the stents were placed was confirmed. This event was addressed within MDR reports ref # 3001845648-2014-00219, 3001845648-2014-00220 and 3001845648-2014-00221. Images relating to this event were provided and reviewed. As a result of this image review a possible stent fracture (type I or ii) of one ziv6-35-125-6-120-ptx stent was referenced within this review. This event had not previously been reported by the user facility. No adverse effects to the patient were reported as occurring as a result of this possible stent fracture.

Manufacturer narrative:
PMA/510(k): p100022 and s001. UDI#: unknown. The device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. As per the description of the event an image review conducted for a previous thrombosis event indicated a possible stent fracture of oneziv6-35-125-6-120-ptx stent. In relation to this finding the following comments were provided by the independent reviewer: "...the distal left sfa to popliteal stent was either stretched or fractured (type I or ii) at the adductor canal. No increased neo-intimal hyperplasia, clot or lumen stenosis can be attributed to this finding..." "...if not present already, stent fracture at the adductor canal is likely..." Further clarification from the independent reviewer was requested in order to confirm the stent fracture and to determine which stent was affected by this issue. The following feedback was provided: the imaging is insufficient to determine stretch vs fracture. It involves one ziv6-35-125-6-120-ptx stent. Based on the image review, stent fracture is possible; however, imaging is insufficient to confirm. As identified in the image review, no increased neo-intimal hyperplasia, clot or lumen stenosis can be attributed to this finding. It may be noted that stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records could not be conducted as no lot number was provided. No information was received to indicate if any intervention was taken in response to this possible stent fracture. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.